Manufacturer narrative:
Corrected information provided in a.2., b.5., h.6. (1146 - decrease in suction) code added. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows one successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The most probable root cause is user handling, as throughout the docking process a valid vacuum needs to be verified in order to obtain a successful flap. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that suction lost happened with phishing sound, surgery not completed and case was abandoned because flap was significantly uncut when doctor evaluated cornea under microscope no room to initiate the flap in the right eye of a patient, during surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was a suction lost with phishing sound and after corneal evaluation physician did not found the flap cut because of which the case was abandoned in the right eye of a patient during surgery.